Event description:
Healthcare professional reported "disposal/destruction implant box stuck. Scrub was not able to take the implant from the circulator without touching the actual implant or contaminating it. The inner implant box was stuck to the implant box itself". Device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: tyvek/thermoform sticking.